Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited high ventricular pacing impedance measurements. Upon visual inpection, a lead fracture was noted.